Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted. The recipient will be reimplanted once infection resolves.

Manufacturer narrative:
Additional information: section d.9 the recipient has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed at the request of the nca and no anomalies were noted. No further details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. An electrical test could not be performed due to no lock. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, this device did not lock upon receipt. This is believed to have been induced during revision surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.